Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for longer than 48 hours. The patient reports having redness as well as swelling at the pod infusion site. The patients reported blood glucose level was between 70 mg/dl and 120 mg/dl. Once at urgent care the patient diagnosed with cellulitis. The patient was prescribed an antibiotic.